Event description:
During service evaluation, the temperature of the device measured 122 degrees f. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.